Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to determine audio/vibrate anomaly/absence of alarm due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a vibrate anomaly. The customer¿s blood glucose level was 94 mg/dl. The insulin pump vibrated during the vibrate test portion of the self test. The insulin pump will be returned for analysis.